Manufacturer narrative:
The device was not returned. Therefore, an evaluation cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
The pca primary tibial insert and patella were explanted due to wear. No add'l info was provided by the user facility.